Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6)2013; a 6947m62 lead, implanted: (B)(6)2013; a 419588 lead, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and there was a break in skin integrity/ wound dehiscence. The patient was treated with antibiotics. Additional information was requested and it was learned that one week following the implant procedure the patient was seen by the general practitioner and the wound was left uncovered. It was noted the patient lives in an area that uses unfiltered water for bathing. The implantable cardioverter defibrillator (ICD) system was removed. A wound swab was positive for aeromonas hydrophilia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.